Event description:
It was reported the patient started to experience numbness in her face while stimulation was on about 2-3 months ago. At 4.7 volts the stimulator helped the patient's pain but her 'pain got numb' so she had to decrease her stimulation to 1.8 v. The patient did not receive pain relief in her leg at 1.8 v and it caused numbness in her face depending on which electrodes were active. The patient was on all 4 electrodes which made the right side of her face numb so they switched sides and the left side of her face went numb. The patient turned off her stimulation for a couple of days and the numbness went away. It was noted when stimulation was off her pain was at a level of 8-9, but when it was on she experienced too much pressure on her hip. The less the patient's stimulation was turned up the more mild her numbness. It was reported a manufacturer representative made programming adjustments and it took 36 hours for the patient's numbness to go away. Then she was re-adjusted and the numbness just switched sides. The patient was also switched to only 3 active electrodes. It was noted all of the patient's programs were sequentially turned to 0 to see if a specific program was exasperating her symptoms. It was also reported the patient had to stand up for her stimulator to work and arch her back a little bit to feel stimulation while sitting down. It was reported approximately 2 weeks later the patient was seeking a second opinion and was working with a hypnotherapist for temporary pain control. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399945, lot# v176130, implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect. The reporter stated that the patient could not turn her stimulation up to help with ankle pain because her face goes numb. It was reported that the patient was told that the facial numbness was caused by anxiety. The reporter stated that the patient's therapist did not agree that the facial numbness was caused by anxiety. It was reported that the patient was at the point where she just wanted the device system out. The reporter stated that the patient felt the wires slipping over the device pocket in her back. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).